Event description:
A pt had an open lar procedure on (B) (6) 2010. The anastomosis was performed with the car device. A leak was detected and the ileostomy was maintained.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd) and the importer (niti surgical solutions inc), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was not returned for eval and no further info regarding the device or the pt is currently available. Leaks are anticipated adverse events in colorectal anastomotic procedures. The current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.